Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s)/the essure device was coming through the tubes on both sides') and abdominal pain ('severe abdominal pain') in a 25-year-old female patient who had essure (batch no. 726762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 2 (B)(6) 2005, (B)(6) 2009), anemia, ankle sprain, arthritis, cholecystectomy, gastritis, gastroesophageal reflux disease, sprain of cruciate ligament of knee, malnutrition, panic disorder, paranoid schizophrenia, post-traumatic stress disorder, prediabetes, multiple gastric ulcers and gallbladder operation. Previously administered products included for an unreported indication: albuterol, albuterol sulfate, dexliant, fluoxetine, symbicort, ibuprofen, metformin, prednisone, q-dryl and fluticasone furoate- vilanterol. Concurrent conditions included nausea since (B)(6) 2017, vomiting since (B)(6) 2017, ankle sprain since (B)(6) 2017, pelvic adhesions since (B)(6) 2017, cough since (B)(6) 2016, common cold since (B)(6) 2016, dyspnea since (B)(6) 2016, respiratory tract infection since (B)(6) 2016, acute cystitis since (B)(6) 2016, vaginal yeast infection since (B)(6) 2016, breast discharge female since (B)(6) 2012, endoscopy gastrointestinal since 2012, morbid obesity, asthma, esophagitis and tobacco abuse. Family history included depression (mother), asthma (mother, sister) and diabetes (maternal aunt, paternal grandfather). Concomitant products included diphenhydramine hydrochloride since (B)(6) 2016 and nicotine (nicoderm cq) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced the first episode of migraine ("migraine headaches, migraines / headaches"), menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal hemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge and the second episode of migraine ("migraines / headaches"), 3 years 11 months after insertion of essure. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain, back pain (intermittent from moderate to severe)"), bone pain ("bone pain (intermittent from moderate to severe)") and arthralgia ("left knee pain (intermittent from moderate to severe)"). The patient was treated with morphine, ondansetron (zofran) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, vaginal hemorrhage, bacterial vaginosis, bone pain, arthralgia and the last episode of migraine had resolved. The reporter considered abdominal pain, arthralgia, back pain, bacterial vaginosis, bone pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, vaginal hemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2014, she sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. According to pfs, all symptoms reported completely resolved approximately 2 months post essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.3 kg/sqm. Pregnancy test - on (B)(6) 2014: results: negative. Ultrasound abdomen - on (B)(6) 2017: results: status post cholecystectomy otherwise unremarkable. On (B)(6) 2013, radiology result: MRI of the left knee without contrast comparison: bilateral knee radiographs (B)(6) 2016 and left knee radiograph (B)(6) 2015 findings: menisci: the medial and lateral menisci demonstrate normal configuration and signal intensity with no evidence of a tear. On (B)(6) 2014, radiology result: us pelvis complete transvaginal non findings: both transabdominal and transvaginal scanning were performed. Impression: prominent vascularity identified in both adnexal regions. Uterus is normal in size, shape, and echogenicity. On transabdominal examination, uterus. Central endometrial echo complex. Ovaries are normal in size and shape. Tiny follicles identified within both ovaries. Doppler signal was elicited from both ovaries. There is visualization of prominently enhancing vessels in the adnexal regions bilaterally. Finding is nonspecific however can be seen with changes of pelvic congestion syndrome. No abnormal pelvic masses are identified. No free pelvic fluid is identified. Impression- prominent vascularity identified in both adnexal regions. Finding is nonspecific however can be seen with changes of pelvic congestion syndrome. On (B)(6) 2017, surgical pathology report: final diagnosis: fallopian tubes, bilateral, excision: two fallopian tubes with no pathologic change - complete. On (B)(6) 2017 surgical pathology report: fallopian tubes, bilateral, excision: two fallopian tubes with no pathologic change ¿complete cross-sections present. On (B)(6) 2016, MRI of the left knee without contrast showed 1. Lateral knee impaction injury with bone marrow. Contusions and lateral femoral condyle weightbearing osteochondral injury with no evidence of instability. 2. Acute mild grade 2 mcl injury predominantly involving the distal aspect. 3. The menisci and cruciate ligaments are intact. 4. Indeterminate diffuse patellar cortical thickening with internal increased signal intensity, this is likely a nonaggressive process and could relate to prior extensor mechanism injury with hyperemia resulting in secondary hypertrophy. No acute extensor mechanism are patellar abnormality. On (B)(6) 2017, pulmonary function test showed normal pulmonary function testing with the exception of some mild air trapping. There has been improvement in airflow and diffusion capacity since the preceding study. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, bacterial vaginosis, vaginal discharge, left knee pain, bone pain, back pain. Most recent follow-up information incorporated above includes: on 26-jun-2020: lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation (fallopian tube (s))/the essure device was coming through the tubes on both sides') and abdominal pain ('severe abdominal pain') in a 25-year-old female patient who had essure (batch no. 726762-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's medical history included gravida ii, parity 2 ((B)(6) 2005, (B)(6) 2009), anemia, ankle sprain, arthritis, cholecystectomy, gastritis, gastroesophageal reflux disease, sprain of cruciate ligament of knee, malnutrition, panic disorder, paranoid schizophrenia, post-traumatic stress disorder, prediabetes, multiple gastric ulcers and gallbladder operation. Previously administered products included for an unreported indication: albuterol, albuterol sulfate, dexliant, fluoxetine, symbicort, ibuprofen, metformin, prednisone, q-dryl and fluticasone furoate- vilanterol. Concurrent conditions included nausea since (B)(6) 2017, vomiting since (B)(6) 2017, ankle sprain since (B)(6) 2017, pelvic adhesions since 4-jan-2017, cough since (B)(6) 2016, common cold since (B)(6) 2016, dyspnea since (B)(6) 2016, respiratory tract infection since (B)(6) 2016, acute cystitis since (B)(6) 2016, vaginal yeast infection since (B)(6) 2016, breast discharge female since (B)(6) 2012, endoscopy gastrointestinal since 2012, morbid obesity, asthma, esophagitis and tobacco abuse. Family history included depression (mother), asthma (mother, sister) and diabetes (maternal aunt, paternal grandfather). Concomitant products included diphenhydramine hydrochloride since (B)(6) 2016 and nicotine (nicoderm cq) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, the patient experienced the first episode of migraine ("migraine headaches, migraines / headaches"), menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge and the second episode of migraine ("migraines / headaches"), 3 years 11 months after insertion of essure. On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain, back pain (intermittent from moderate to severe)"), bone pain ("bone pain (intermittent from moderate to severe)") and arthralgia ("left knee pain (intermittent from moderate to severe)"). The patient was treated with morphine, ondansetron (zofran) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, vaginal haemorrhage, bacterial vaginosis, bone pain, arthralgia and the last episode of migraine had resolved. The reporter considered abdominal pain, arthralgia, back pain, bacterial vaginosis, bone pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, menorrhagia, menstrual disorder, vaginal haemorrhage, the first episode of migraine and the second episode of migraine to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about june 2014, she sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. According to pfs, all symptoms reported completely resolved approximately 2 months post essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.3 kg/sqm. Pregnancy test - on (B)(6) 2014: results: negative.. Ultrasound abdomen - on 14-feb-2017: results: status post cholecystectomy otherwise unremarkable. On (B)(6) 2013, radiology result: MRI of the left knee without contrast comparison: bilateral knee radiographs (B)(6) 2016 and left knee radiograph 23dec2015 findings: menisci: the medial and lateral menisci demonstrate normal configuration and signal intensity with no evidence of a tear. On (B)(6) 2014, radiology result: us pelvis complete transvaginal non findings: both transabdominal and transvaginal scanning were performed. Impression: prominent vascularity identified in both adnexal regions. Uterus is normal in size, shape, and echogenicity. On transabdominal examination, uterus. Central endometrial echo complex. Ovaries are normal in size and shape. Tiny follicles identified within both ovaries. Doppler signal was elicited from both ovaries. There is visualization of prominently enhancing vessels in the adnexal regions bilaterally. Finding is nonspecific however can be seen with changes of pelvic congestion syndrome. No abnormal pelvic masses are identified. No free pelvic fluid is identified. Impression- prominent vascularity identified in both adnexal regions. Finding is nonspecific however can be seen with changes of pelvic congestion syndrome. On (B)(6) 2017, surgical pathology report: final diagnosis: fallopian tubes, bilateral, excision: two fallopian tubes with no pathologic change - complete. On (B)(6) 2017 surgical pathology report: fallopian tubes, bilateral, excision: two fallopian tubes with no pathologic change ¿complete cross-sections present. On (B)(6) 2016, MRI of the left knee without contrast showed 1.lateral knee impaction injury with bone marrow contusions and lateral femoral condyle weightbearing osteochondral injury with no evidence of instability. 2. Acute mild grade 2 mcl injury predominantly involving the distal aspect. 3. The menisci and cruciate ligaments are intact. 4. Indeterminate diffuse patellar cortical thickening with internal increased signal intensity, this is likely a nonaggressive process and could relate to prior extensor mechanism injury with hyperemia resulting in secondary hypertrophy. No acute extensor mechanism are patellar abnormality. On (B)(6) 2017, pulmonary function test showed normal pulmonary function testing with the exception of some mild air trapping. There has been improvement in airflow and diffusion capacity since the preceding study. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, bacterial vaginosis, vaginal discharge, left knee pain, bone pain, back pain. Lot # reported (726762) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube (s))/the essure device was coming through the tubes on both sides") and abdominal pain ("severe abdominal pain") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2005, (B)(6) 2009), anemia, ankle sprain, arthritis, asthma, cholecystectomy, gastritis, gastroesophageal reflux disease, sprain of cruciate ligament of knee, malnutrition, panic disorder, paranoid schizophrenia, post-traumatic stress disorder, prediabetes, multiple gastric ulcers and gallbladder operation. Previously administered products included for an unreported indication: albuterol, albuterol sulfate, dexliant, fluoxetine, symbicort, ibuprofen, metformin, prednisone, q-dryl and fluticasone furoate- vilanterol. Concurrent conditions included morbid obesity, breast discharge female since (B)(6) 2012, endoscopy gastrointestinal since 2012, respiratory tract infection since (B)(6) 2016, acute cystitis since (B)(6) 2016, vaginal yeast infection since (B)(6) 2016, esophagitis, cough since (B)(6) 2016, common cold since (B)(6) 2016, dyspnea since (B)(6) 2016, tobacco abuse, nausea since (B)(6) 2017, vomiting since (B)(6) 2017, ankle sprain since (B)(6) 2017 and pelvic adhesions since (B)(6) 2017. Family history included depression (mother), asthma (mother, sister) and diabetes (maternal aunt, paternal grandfather). Concomitant products included diphenhydramine hydrochloride (benadryl) since (B)(6) 2016 and nicotine (nicoderm cq) since (B)(6) 2016. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2014, 3 years 11 months after insertion of essure, the patient experienced migraine ("migraine headaches, migraines / headaches"), menorrhagia ("prolonged menses, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), bacterial vaginosis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginosis") with vaginal discharge and headache ("migraines / headaches"). On (B)(6) 2017, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), back pain ("severe back pain, back pain (intermittent from moderate to severe)"), bone pain ("bone pain (intermittent from moderate to severe)") and arthralgia ("left knee pain (intermittent from moderate to severe)"). The patient was treated with morphine, ondansetron (zofran), surgery (bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, abdominal pain, migraine, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia, vaginal haemorrhage, bacterial vaginosis, bone pain, arthralgia and headache had resolved. The reporter considered abdominal pain, arthralgia, back pain, bacterial vaginosis, bone pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, headache, menorrhagia, menstrual disorder, migraine and vaginal haemorrhage to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2014, she sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 46.3 kg/sqm. Pregnancy test - on (B)(6) 2014: negative. Ultrasound abdomen - on (B)(6) 2017: status post cholecystectomy otherwise unremarkable on (B)(6) 2013, radiology result: MRI of the left knee without contrast comparison: bilateral knee radiographs (B)(6) 2016 and left knee radiograph (B)(6) 2015 findings: menisci: the medial and lateral menisci demonstrate normal configuration and signal intensity with no evidence of a tear. On (B)(6) 2014, radiology result: us pelvis complete transvaginal non findings: both transabdominal and transvaginal scanning were performed. Impression: prominent vascularity identified in both adnexal regions. Uterus is normal in size, shape, and echogenicity. On transabdominal examination, uterus. Central endometrial echo complex. Ovaries are normal in size and shape. Tiny follicles identified within both ovaries. Doppler signal was elicited from both ovaries. There is visualization of prominently enhancing vessels in the adnexal regions bilaterally. Finding is nonspecific however can be seen with changes of pelvic congestion syndrome. No abnormal pelvic masses are identified. No free pelvic fluid is identified. Impression- prominent vascularity identified in both adnexal regions. Finding is nonspecific however can be seen with changes of pelvic congestion syndrome. On (B)(6) 2017, surgical pathology report: final diagnosis: fallopian tubes, bilateral, excision: two fallopian tubes with no pathologic change - complete. On (B)(6) 2017 surgical pathology report: fallopian tubes, bilateral, excision: two fallopian tubes with no pathologic change ¿complete cross-sections present. On (B)(6) 2016, MRI of the left knee without contrast showed 1.lateral knee impaction injury with bone marrow contusions and lateral femoral condyle weightbearing osteochondral injury with no evidence of instability. Acute mild grade 2 mcl injury predominantly involving the distal aspect. 3. The menisci and cruciate ligaments are intact. Indeterminate diffuse patellar cortical thickening with internal increased signal intensity, this is likely a nonaggressive process and could relate to prior extensor mechanism injury with hyperemia resulting in secondary hypertrophy. No acute extensor mechanism are patellar abnormality. On (B)(6) 2017, pulmonary function test showed normal pulmonary function testing with the exception of some mild air trapping. There has been improvement in airflow and diffusion capacity since the preceding study. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic pain, abdominal pain, bacterial vaginosis, vaginal discharge, left knee pain, bone pain, back pain. Most recent follow-up information incorporated above includes: on 16-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, onset date updated, historical conditions, concomitant drugs and conditions, new events fallopian tube perforation, vaginal haemorrhage, bacterial vaginosis, headache, bone pain, arthralgia, device monitoring procedure not performed and symptom pelvic pain added. Outcome for the events fallopian tube perforation, vaginal haemorrhage, bacterial vaginosis, headache, bone pain, arthralgia added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), migraine ("migraine headaches"), dysmenorrhoea ("severe menstrual pain"), menstrual disorder ("abnormal menstrual bleeding"), menorrhagia ("prolonged menses"), back pain ("severe back pain"), dyspareunia ("painful intercourse") and vaginal discharge ("irregular vaginal discharge"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(4) 2017. At the time of the report, the abdominal pain, migraine, dysmenorrhoea, menstrual disorder, menorrhagia, back pain, dyspareunia and vaginal discharge had resolved. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, menstrual disorder, migraine and vaginal discharge to be related to essure. The reporter commented: essure was successfully implanted, without complications. Beginning on or about (B)(6) 2014, she sought medical treatment regarding the aforementioned symptoms. Plaintiff has been left with abdominal deformity and severe large scarring. Since the essure removal surgery, she feels much better. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.